Manufacturer narrative:
The customer stated qc was acceptable and there were no issues with other patient samples. The cuvette was in good condition and there were no issues with the sample. No pre-analytic issues were identified. The reaction curve showed no issues. Three "sample clot" alarms were observed on the alarm trace data. The customer has had no further issues. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for crep2 creatinine plus ver.2 (crep2) on a cobas 8000 c 702 module. The initial result was 1130 umol/l. This result was reported outside of the laboratory where it was questioned. The repeat result was 104 umol/l. The crep2 reagent lot number was 651406. The expiration date was not provided.